Manufacturer narrative:
Vyaire medical technical support verified logs shows initial findings p2 regulator hole caused by injection molding deburrs during manufacturing compromises the dynamic behavior of the pressure regulator that leads to overshooting of the internal o2 pressure "press o2 regulated", triggers the alarm "technical failure 388; no o2 dosing possible" and leads to the o2 gas path shut-down by the bellavista software (safety procedure). The root cause of failure determined as defective o2 pressure regulator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the bellavista 1000 alarmed "error 388 - no o2 dosing possible" while connected to the patient. Patient experienced spo2 started to drop while the 02 calibration was being performed. The customer confirmed patient started to desaturate while the nurses tried to recalibrate the ventilator, patient was eventually removed, and place with another ventilator.